Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of a pseudomonas species as corynebacterium durum in association with the vitek® ms instrument ((B)(4). After obtaining the result of corynebacterium durum, the customer sent the organism for identification with the vitek® 2 gn ID test kit. The vitek® 2 obtained an identification of pseudomonas species, but the customer did not recall which species. The isolate was again tested with the vitek® ms and a result of pseudomonas species was obtained. Again, the customer did not recall which species, but stated that the identifications from the vitek® 2 and the repeat vitek® ms testing were the same. There was a delay in reporting results, but the delay was not >24 hours. There is no indication or report from the laboratory that the misidentification led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding a misidentification of pseudomonas species as corynebacterium durum in association with the vitek® ms instrument (ref (B)(4), serial (B)(6)). Despite requests made, the customer was unable to provide any lab reports, patient details, nor the strain to biomerieux for investigation. A proper investigation into the source of the misidentification could not be completed due to the limited information available. Without the customer¿s raw data, no investigation can be performed.